Event description:
As reported by the user facility: flagyl ivpb hung in piggyback mode on IV pump. Pump initiated, initially running fine. Finished administration of patient's other medications and returned to pump. Bag was noted to be almost empty and the drip rate in the drip chamber was running in constant stream. Pump was stopped and the tubing was clamped. Tubing set up was checked. Pump in piggyback mode showed 90 ml remaining to infuse. A 100 ml flagyl bag only had approximately 15 ml remaining. Charge rn called to bs to review incident and pump/tubing set up. In the interview with the nurse, we also found out that she hung the piggyback bag (100 ml) higher than the primary bag (250 ml) and the tubing was correctly connected. There was no patient harm reported. If there are opportunities to recreate the infusion for the first 6 minutes and then the same for the next 8 minute infusion - by test jig for multiple/multiple tests, we would feel more comfortable. The start time of piggy-back in reference was 3:50:36 pm, (B)(6) 2012. We also are looking into the exact height/distance that was used between maintenance bag and piggyback, we are hopeful that there was not some type of backflow into the maintenance bag as well. I could not duplicate the issue and will include the logs that I downloaded with the pump.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4). This report has been identified as (B)(4). The actual pump involved in the reported event was returned for evaluation. A review of the pump log revealed that on (B)(4) 2012 at 3:50:36, a piggyback infusion was started at a rate of 100 ml/hr and a volume to be infused (vtbi) of 100 ml. The infusion was manually stopped at 3:56:32 at which time a volume of 9.73ml infused, or 102.8% of the expected volume. At 4:00:14 the infusion was restarted with the same rate of 100 ml/hr and was again manually stopped at 4:08:17 with a volume infused of 13.4ml, or 100.5% of the expected volume. The volumes infused for both infusions were within the 100%+/-5% specification. Per the pump log review, the pump functioned as intended. The pump's volumetric accuracy was tested in triplicate with a rate of 100 ml/hr and volume to be infused (vtbi) of 23.13 ml in piggyback mode. The setup and settings are consistent with the rate and volume delivered in the event description and pump log. The test results were within specification at 23.18 ml, 23.16 ml, and 23.19 ml with no free flow with the door opened or closed. The reported failure mode was not confirmed. Based on the results of this investigation the pump operated as intended; therefore, no conclusions can be made regarding the cause of the event.